Event description:
Info received indicated that nurse call - was not heard in expected location - bed exit alarm was not heard over call system.

Manufacturer narrative:
Tech found that the communication cable was not connected to the call system and loose pins were found in communication cable db connector. Replaced cable saver and repaired loose pins to resolve the issue.